Manufacturer narrative:
Analysis found that the programmer would power up and work as expected, however, when the radiofrequency head cable was manipulated, the programmer would shut down. It was also found that there was a loose screw inside the display area, the system fan was noisy, and the power cord bay, keyboard latch, keyboard hinges, and rear display cover latch were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would shut off after a few minutes of use, and then became incapable of turning on. The programmer has been returned for service. No patient complications have been reported as a result of this event.